Manufacturer narrative:
Date of event estimated based on bsc's aware date. Initial reporter title: author. (B)(4).

Event description:
It was reported via a journal article that distal embolization of thrombus and vascular intima occurred. A 2.4/3.4 jetstream catheter was selected for a patient procedure. The patient had a history of being treated several times for bilateral long superficial femoral artery occlusion by "evt" and surgical bypass. The jetstream procedure was indicated for the patient's severe claudication in the left leg. The physician performed "evt" for left superficial femoral artery (sfa) occlusion. An unspecified 7f guide sheath accessed the lesion via a contralateral femoral approach. After crossing and changing an unspecified guidewire, atherectomy was performed with jetstream. After the atherectomy, the antegrade flow was obtained. An unspecified short drug eluting stent was placed at the ostial part of the sfa and a drug coated balloon was used in "another whole lesion." After this, distal embolization occurred at the tibioperoneal trunk. Immediately this was aspirated with an unspecified 5f guiding catheter. After several aspirations, a good below the knee flow was achieved. The following day, the patient was discharged without any symptoms in the left leg. Pathological assessment revealed that the embolic source was composed of thrombus and vascular intima. No further patient complications were reported. Reference: mogi, s. (2018). Distal embolism during jetstream use for superficial femoral artery stent occlusion. Japanese association of cardiovascular intervention and therapeutics , mo187.